Event description:
The customer biomed reported a failure to audibly alarm for increased heart rate on their philips information center classic (pic). The device was in use on a patient. There was no report of patient or user harm.